Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. Noise was also observed, however, it wasn't oversensed. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.